Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. A new emitter was installed. Codes b01, c07, and d02 are applicable. H3, h6: the returned emitter was analyzed. When the em interface was powered on ports 3 and 4 were amber. This indicated that the ports had faulted and tools weren't detected on the lat, and would not track. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electromagnetic localization system box was not working- when the box was plugged in, slot 3 and 4 were showing a yellow light. And then when instruments were plugged in into any of the ports, none of them worked as well. No patient was present.